Event description:
Note: this is one of two reports related to the same event (MFR. Report #, 3005099803-2014-02418 and MFR. Report # 3005099803-2014-02427). It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an endoscopic variceal ligation procedure in the lower esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to release the band on the first speedband device (the subject of MFR. Report #, 3005099803-2014-02418); however, the band failed to deploy. A second speedband device (the subject of MFR. Report # 3005099803-2014-02427) was opened, but outside of the patient, the physician noticed that the suture of the device tip was damaged and the physician did not attempt to deploy the band. Another speedband device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted residue present indicating use/handling. The speedband superview super 7 device was received with the suture intact. The unbroken suture had been removed from the ligator head and still attached to the trip wire loop. The trip wire was not secured in the handle assembly slot and the proximal loop was retracted into the handle assembly. There was no evidence that the trip wire had been secured into the handle assembly slot during use. Functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard, no issue was noted with the handle. Given the event description and the condition of the returned device, the reported failure of suture broken was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this is one of two reports related to the same event (MFR. Report #, 3005099803-2014-02418 and MFR. Report # 3005099803-2014-02427). It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an endoscopic variceal ligation procedure in the lower esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to release the band on the first speedband device (the subject of MFR. Report #, 3005099803-2014-02418); however, the band failed to deploy. A second speedband device (the subject of MFR. Report # 3005099803-2014-02427) was opened, but outside of the patient, the physician noticed that the suture of the device tip was damaged and the physician did not attempt to deploy the band. Another speedband device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable. Investigation results on august 13, 2014. According to the complainant, the suture broke, however, this event has been deemed a non-reportable event based on the investigation result: suture unbroken.

Manufacturer narrative:
Reported event of suture broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.